Event description:
Consumer reported complaint for error message (e-5). The customer was not using the proper testing technique. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is one month. The customer is having symptoms of blurry vision, fatigue, headache. Customer stated that she was going to call her doctor.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 05-aug-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer stated she had called her doctor and was told to take her insulin. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 3: manufacturer contacted customer in a follow-up call on 12-aug-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer who stated the replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 26-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.